Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom does not recognize a closed door through the experience of a door not fully latched alarm. The evaluation found that the force required to secure the door with a loaded IV set was above expected levels due to cracked threaded insert bosses and raised threaded inserts, causing material separation between the mechanism assembly and front case. The front case assembly was replaced.

Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no pt involvement.